Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Additionally, patient has high impedances on their lead. Surgical intervention may take place at a later date to address these issues.

Manufacturer narrative:
Updated a4-patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the ipg was repositioned, and the lead was explanted and replaced to address the issue.